Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal date (B)(6) 2020). Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal date (B)(6) 2020). Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jun-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. B58458-invalid) inserted for female sterilisation. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (obotic-assisted total laparoscopic hysterectomy, bilateral salpingectomy with removal of essure coil). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2020: a: uterus, cervix, bilateral tubes, essure coils clinical diagnosis and history: pelvic pain. Essure coils retained for risk management. Diagnosis: uterus, hysterectomy (uterine weight 100 gm) cervix: acute and chronic inflammation and focal squamous metaplasia. Endometrium: secretory. Myometrium: no significant pathologic changes. Bilateral fallopian tubes: no significant pathologic changes. Essure coils (gross only) . Gross description: specimen received in formalin designated "uterus, cervix, bilateral tubes, essure coils" is a 100 gm hysterectomy specimen with attached bilateral fallopian tubes measuring 8.2 cm from cervix to fundus, 5.5 cm from cornu to cornu, and 4.1 cm from anterior to posterior. The serosa is pink to purple-tan and smooth. The ectocervical mucosa is pink and smooth with an average diameter of 3.2 cm. The 1.0 cm os is slitlike and patent. The endocervical canal is pink-tan, corrugated and glistening. The 3.6 x 3.4 cm endometrium is pink to red and shaggy with a maximum thickness of 0.5 cm. The myometrium is pink-tan with a trabeculated and rubbery cut surface demonstrating a maximum thickness of 2.1 cm. No intramural nodules or lesions are identified. The right fallopian tube is fimbriated and measures 7.2 cm in length and 0.3 to 0.7 cm in diameter. The serosa is pink to purple-tan and smooth. A 2.7 cm in length x 0.2 cm in diameter silver, metallic essure coil device is within the lumen of the tube at the isthmus and intramural segment. The left fallopian tube is fimbriated measuring 8.1 cm in length x 0.3-0.6 cm in diameter. The serosa is purple-tan and smooth. A 2.6 cm in length x 0.2 em in diameter silver, metallic essure coil device is within the lumen at the isthmus and intramural segment. Sectioning reveals an unremarkable lumens. Representative sections are submitted for microscopic examination as follows: ac anterior cervix; pc posterior cervix; ae anterior endomyometrium; pe posterior endomyometrium; rt right fallopian tube; lt left fallopian tube. (6 blocks). Most recent follow-up information incorporated above includes: on 23-jul-2020: update of information (batch is invalid).¿ based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. B58458) inserted for female sterilisation. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (robotic-assisted total laparoscopic hysterectomy, bilateral salpingectomy with removal of essure coil). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2020: a: uterus, cervix, bilateral tubes, essure coils. Clinical diagnosis and history: pelvic pain. Essure coils retained for risk management. Diagnosis: uterus, hysterectomy (uterine weight 100 gm). Cervix: acute and chronic inflammation and focal squamous metaplasia. Endometrium: secretory. Myometrium: no significant pathologic changes. Bilateral fallopian tubes: no significant pathologic changes. Essure coils (gross only) . Gross description: specimen received in formalin designated "uterus, cervix, bilateral tubes, essure coils" is a 100 gm hysterectomy specimen with attached bilateral fallopian tubes measuring 8.2 cm from cervix to fundus, 5.5 cm from cornu to cornu, and 4.1 cm from anterior to posterior. The serosa is pink to purple-tan and smooth. The ectocervical mucosa is pink and smooth with an average diameter of 3.2 cm. The 1.0 cm os is slitlike and patent. The endocervical canal is pink-tan, corrugated and glistening. The 3.6 x 3.4 cm endometrium is pink to red and shaggy with a maximum thickness of 0.5 cm. The myometrium is pink-tan with a trabeculated and rubbery cut surface demonstrating a maximum thickness of 2.1 cm. No intramural nodules or lesions are identified. The right fallopian tube is fimbriated and measures 7.2 cm in length and 0.3 to 0.7 cm in diameter. The serosa is pink to purple-tan and smooth. A 2.7 cm in length x 0.2 cm in diameter silver, metallic essure coil device is within the lumen of the tube at the isthmus and intramural segment. The left fallopian tube is fimbriated measuring 8.1 cm in length x 0.3-0.6 cm in diameter. The serosa is purple-tan and smooth. A 2.6 cm in length x 0.2 em in diameter silver, metallic essure coil device is within the lumen at the isthmus and intramural segment. Sectioning reveals an unremarkable lumens. Representative sections are submitted for microscopic examination as follows: ac anterior cervix; pc posterior cervix; ae anterior endomyometrium; pe posterior endomyometrium; rt right fallopian tube; lt left fallopian tube. (6 blocks). Most recent follow-up information incorporated above includes: on 29-jun-2020: mr received: lot number, lab data added. Event medical device removal was updated to pelvic pain. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.